Event description:
I require insulin to control my diabetes. I traveled to another country for the holidays, my opticlik device controlling my apidra insulin totally failed. Instead of allowing me to choose my usual 2-4 units of insulin before a meal, it would only allow 15-16 units to be chosen. Then the mechanism that allows dispersing of the insulin totally failed to engage. This mechanical breakdown threatened my life. The company should either remove the problem-prone opticlik dispenser from the market or warn pts of its possible failure and to carry a separate vial of needed insulin in case of such failure. All doctors dispensing this device should be alerted to the opticlik problems. Dose or amount: 2-4 units of insulin. Frequency: before meal. Route: other.